Event description:
The reporter stated that the surgeon was inserting a thre piece collamer lens mode cq2015 into the pt's eye and the lens tore. The surgeon had to enlarge this incision minimally to remove the lens and replace it with another cq2015 lens. No suture required.